Event description:
Additional information received reported that the patient used to have one device with two leads and switched to two devices with one lead each. It was noted that one device was placed on the other side of the chest with an extension tunneled across the chest. Approximately 1 week after surgery on (B)(6) 2013, the patient noticed occasional shocks down his entire left arm that were quite annoying and over the last 5 days, the shocks were intermittently coming 10 times a day and the patient did not feel any temporal correlation with them. They were debilitating to the point where they made him dizzy and the patient felt like the machine continued to turn on and off on its own. He was falling 1-2 times a day, but had not hit his head and he walked with a walker most of the time. The patient also felt that his speech had gotten significantly worse since the stimulators were re-tuned on the (B)(6) 2013 surgery. It was to the point where he was extremely slower to responding to questions, with a very hypophonic voice that was at times unintelligible. He continued to show severe bradykinesia in most movements and had noted to be worse arising from a chair since the surgery. He had continuous excessive drooling. It was noted that the patient had severe axial rigidity and had severe limitation of neck turns to both sides. During neck rotation to the right side, twice in a row, the health care professional was able to elicit the shock down the left arm and hand. The patient described the shock as nondermatomal, occurring in all distributions of the arm, both medial and lateral. It was noted that during the device evaluation initially, there were no increased values of impedance seen throughout the leads. When the patient was told to turn his neck to the right and left as each stimulator was evaluated separately, no shocks were appreciated by the patient during that time. When the patient turned his head to the right side and the left stimulator was interrogated, there was almost a doubling in resistance in the case positive, 2 negative lead. Once the patient turned his head to the center, the resistance returned back to normal value. When the right device was interrogated, it did not show any changes in the patient¿s impedance. It was noted the patient was sent to get x-rays of the patient¿s skull, neck, and chest to look for continuity of the leads. Although the leads looked to be completely intact, it was quite clear from the images that the wiring from the left stimulator curved around the top of the head to go through the fascial plane in the neck and the chest and was not separated from the other lead. It was noted that this could have been a site of the increased resistance with the close communication of the wires. To help address his speech, which was clearly worse when the stimulators were turned on, the health care professional set up a changeable program setting for the patient where he could manipulate the voltage of each lead at home with his portable programmer device. It was noted the patient was instructed on how to use it and had an a and a b program in each lead. It was noted the patient would oscillate between the 2 settings to try to find a maximal level of speech production without suffering a decline in his motor symptoms and mobility. It was noted the patient¿s sinemet was increased as the patient was significantly bradykinetic and rigid at the time. It was noted the patient would write down a specific time and positioning of his body when he felt the shocks in his left hand and provide a diary at the next appointment. It was noted the patient had a follow up appointment with the health care professional on (B)(6) 2013. It was further noted that the patient was doing well without any drooling or chocking without any double vision, but had a tremendous difficulty focusing for reading. It was noted the patient had ordered some strips to keep his eyelids up. It was noted the botox worked last time for about 6 weeks and then wore off after the dose was bumped up and the patient did have a slight ptosis initially. The reporter noted the patient had dry eye symptoms and was not using moisture drops frequently and had been falling frequently to his knees. It was noted the patient used a single point cane, but lost his balance readily and did not find it safer to use a walker. The reporter noted that the patient¿s facies are symmetric with 3+ dystonic masking, tongue tremor and protrusion and marked dysarthria when the program on his right side was increased. The reporter noted that when the patient was on the a program with the left battery, which controls his left side, he did much better than when he was on the b program in terms of his speech. It was noted the patient also had intermittent tremor in the left hand that would come and go for no apparent reason. It was noted the patient ask ed to turn down the voltage on the right side, as it seemed to impede with his speech. The left a program was adjusted to 3.0 for the patient to be able to toggle back and forth with a narrower differential between the two in the expectation that the patient would be able to control his tremors without having worsening of his speech. It was noted that the patient was given botox. The reporter noted the patient would be in touch with the health care professional in 2 weeks to see how the battery settings were working. It was noted that the manufacturing representative felt the potential of scar tissue pulling on the lead as the patient turned their head. It was noted that the healthcare professional (hcp) was considering going in to explore the pocket. It was noted that it was unsure how they would decide that change out with the extension. Additional information received reported that an exploration case was performed by the health care professional. It was noted that on (B)(6) 2013, the left battery and extension were only repositioned to relieve tension on the extension. It was noted that there was a revision of the lead attachment at the ipg. The reporter noted that the patient did not report any shocking postoperative. It was noted that they would see if the shocking reoccurred and then an extension replacement surgery would be scheduled. The reporter further noted the patient outcome was that the function remarkably improved and there were no further experiences of electric shock. It was noted the patient was back to his pre-battery failure function. Refer to manufacturing report # 3004209178-2013-16181 for additional information on the patient¿s second device.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3389-40, lot# v005943, implanted: (B)(6) 2006, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).